Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct e3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the stain nor the foreign material could be identified nor the root causes of them. The event can be detected/prevented by following the following item: operation manual: 3.3 inspection of the endoscope: inspection of the endoscope olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope insertion wrinkles. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the light guide lens was dirty. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the light guide lens was dirty, the insulation resistance value of the front end does not meet the standard due to scratches on the plastic distal end cover, the bending angle in the up direction does not satisfy the standard due to abrasion of the angle wire, the play of the upward/downward knob was out of the standard value due to wear, the light guide bundle was in poor condition, the rubber was discolored, connecting tube had wrinkles. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.